Event description:
During an arthroscopy procedure to the right knee, the fiber tip broke off inside the patient's knee. Per the customer, the fiber fragments were too small to be retrieved. The procedure was completed with a second fiber. No injury was reported. The physician was an orthopedic surgeon.

Manufacturer narrative:
Root cause: per investigation by lumenis and the customer, the root cause of the incident was user error. The physician did not use the trocar to advance the fiber, the physician jammed the fiber against the tissue and bone, causing the fiber to erode (rather than to break) and leave very small debris within the joint. The physician was advised by lumenis regarding recommended technique. Physician demonstrated improved technique without any problems during the case observed by lumenis. The customer retained the suspect infratome fiber and showed it to the lumenis representative, but declined to return the fiber to lumenis for evaluation. Customer had a lumenis training two months prior to the incident; customer delayed the start of the training by 8 hours, and only some staff participated in the hands-on session regarding fiber handling. After the incident lumenis offered to send the lumenis trainer back to the customer location on a complimentary basis, and the customer declined. The associated powersuite system was evaluated by lumenis on 06/21/2005 (5 days prior to the reported incident), the lumenis customer engineer verified system operation as normal, calibration and alignment correct.